Event description:
Asr revision due to take place on (B)(6) 2012. Asr xl acetabular system - left. Reason(s) for revision: pain. Update: confirmed date of revision added as per update email received (B)(4) 2012.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision due to take place on (B)(6) 2012. Asr xl acetabular system - left. Reason(s) for revision: pain. Update: confirmed date of revision added as per update email received 04 may 2012. Update: product added (stem) as per update email received 05 july 2012 (this email shows previous revision date not the new one as per update 04 may 2012). Update - received 6 march 2013 - revised revision date. Date of the revision surgery was (B)(6) 2012 - 1st stage. Please note that a 2nd stage revision took place on (B)(6) 2012. Stage 1 included the following procedures: acetabular and femoral components were removed. Spacer antibiotics loaded - not due to infection. Stage 2 included the following procedures: removal of the cement spacer. Insertion of ceramic on ceramic implant. Acetabular cup and femoral head including corail stem. Update received: 30th september 2013 - added hospital name: (B)(6) hospital (B)(6), added surgeon: (B)(6) and attached surgeon confirmation form. Update received: 28th february 2014 - clarified details, left note, filled mapped to mw fields and added further reason for revision: patient believed implant may contain carcinogenic materials: patient dissatisfaction.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4).

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.